Event description:
During index procedure a protege everflex self expanding stent was implanted in the right sfa. The site reported that the patient experienced right leg claudication post procedure ((B)(6) 2016). An angiogram was performed one month later showed in-stent stenosis of 80% ((B)(6) 2016). The patient was treated with a drug coated balloon (inpact admiral) and an unknown stent ((B)(6) 2016). The patient has been prescribed aspirin, plavix and a follow up ultrasound in 1 month. The device is not being returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.